Manufacturer narrative:
The client for the navigation system was returned to the manufacturer for analysis. The client was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A medtronic representative went to the site to test the equipment. Representative reported that pcoip client was replaced to resolve the issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that while the system was actively navigating, the camera cart would reboot. This occurred twice during the procedure. It was indicated when the monitor came back on, the "pcoip screen" popped up. The issue was able to be replicated by cutting power to the pcoip zero client. It was noted the cables were fine and properly seated on both sides the only way to replicate the issue was to exclusively cut power to the pcoip zero client. Disrupting connections to any other components was not able to yield the same behavior. There was no impact to the patient outcome and no delay to the procedure due to the reported issue. No complications were reported/anticipated.